Manufacturer narrative:
Summary evaluation: the result of the evaluation performed suggest the event could not be verified.

Event description:
Reporter states that the required tension could not be achieved in last surgery. There was no adverse consequence for the pt or delay in surgery or anesthesia time.